Event description:
**Update** (B)(4) 2013-litigation received alleging that the patient suffers from discomfort. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges that patient experienced pain, popping and locking up, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
**Update** 11/02/2011 plaintiff's preliminary disclosure form was received. There is no new information that would change the outcome of the investigation.